Event description:
It was reported that the lead had perforated the myocardium and caused pericardial effusion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and was found to be within specification.